Event description:
It is reported that after pt developed cerebrospinal fluid leak at the site in the weeks following implantation, surgery was done to determine cause; surgeon found dura patch to have leakage occuring through weave in the center. Surgeon replaced the product with another dura patch device.